Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a MRI procedure, out of range impedance was noted on the right ventricular (rv) lead. No intervention has been performed and the patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating that the out of range defibrillation impedance was due to incorrect programming settings. The device was reprogrammed to resolve the event. The patient was stable with no consequences.